Event description:
A catheter problem was reported. The catheter was disconnected from the pump. This was noted to have occurred about one year ago when the patient had their surgery to replace the catheter. The healthcare provider was going to replace everything, but they changed their mind. The patient was now without any medication in the pump since the catheter was not connected, and the patient was on oral morphine. The caller stated, the patient had a high dosage of morphine, and the nurses were calling the patient a drug addict. The patient¿s prescription for morphine for 30 days in may "had to last them until (B)(6) 2013". The patient asked for a refill until he had surgery, but the nurse told them "no" and they were signing them up for a drug program. The patient¿s surgery was scheduled for (B)(6) 2013, and the patient would be getting a refill at that time. It was thought the system was not infusing medication at the time of the report. A representative later reported that, per the patient¿s mother, the patient¿s catheter coiled up and that needed another operation. The patient later reported that he had been "shoved" from healthcare provider to healthcare provider; from nurse to nurse. The patient stated they had pain if they sat in the care for too long, which was why they wanted to switch healthcare providers. The patient reported symptoms of acute pain. The symptoms occurred when the patient was "cooped up in a car for too long".

Manufacturer narrative:
Product ID 8703w lot# l56471, implanted: 1999 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).